Manufacturer narrative:
(B)(4). H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a further review of the data logs were performed. A review of the data logs indicates that the user wore the last sensor for nine days. The last sensor session started on (B)(6) 2024 at 09:28 am, with the first estimated glucose value (egv) of 184 mg/dl at 09:53 am. During this sensor session, the patient¿s egvs breached the user-set high threshold nine times and the user-set low threshold three times. On (B)(6) 2024, the app experienced intermittent signal loss under 15 minutes, one instance of signal loss over an hour, and the patient¿s egvs were high (over 400 mg/dl) from 5:13 am to 10:58 am. On (B)(6) 2024, the patient¿s egvs remained within target range until 02:13 am, when egvs rose above the user-set high alert threshold (240 mg/dl) with an egv of 241 mg/dl. The app delivered a high alert with 0 percent volume as the high alert was set to vibrate only. The patient¿s egvs returned within target range until they rose above the high alert threshold at 3:18 am with an egv of 243 mg/dl. The app delivered high alerts (vibrate only) and rise rate alerts (45 percent volume) until these alerts were acknowledged at 4:19 am. The patient¿s egvs remained above the high threshold, but the app did not deliver any more high alerts because the snooze feature was disabled. The app did, however, deliver rise rate alerts at 45 percent volume at 05:54 am and 05:59 am. After five minutes of temporary sensor error at 06:48 am, the app delivered high alerts (vibrate only) from 6:54 am until this alert was acknowledged at 10:01 am. The patient¿s egvs remained above the high threshold until 01:14 pm, but the app did not deliver any more high alerts because the snooze feature was disabled. The patient¿s egvs returned within target range from 01:19 pm to 04:29 pm with egvs dropping from 226 mg/dl to 99 mg/dl. Prior to signal loss, the last egv was 99 mg/dl with a flat trend arrow. The app experienced signal loss from 04:33 pm to 07:48 pm. The signal loss alert had been disabled by the user, but a visual icon would present. At 04:33 pm, the first backfilled data point was temporary sensor failure at about 60 mg/dl. At 04:48 pm, backfilled data shows the patient¿s egvs were low (below 40 mg/dl). At 07:49 pm, when signal returned, the patients egvs were still low (below 40 mg/dl) and the app delivered an urgent low alert with 0 percent volume because the patient setting was for vibrate. At 07:54 pm, the app delivered a second urgent low alert, this time at 100 percent volume through the mobile phone ear speaker. From 08:04 pm to 08:19 pm, the app delivered urgent low alerts at 100 percent volume through an external bluetooth device. At 08:18 pm, the app experienced temporary sensor error. No device performance data was recorded in the data logs after this time. The allegation of no sensor readings or alerts is confirmed. The probable cause was determined to be potential patient misuse as the signal loss alert was disabled. The device functioned within specifications and patient settings. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported by the patient's daughter that the patient had passed on away (B)(6) 2024. The reporter contacted dexcom to inquire if dexcom had more details about the patient's cgm readings during a period of sensor error prior to the patient's passing. The reporter noted a break in the cgm readings between 4:00pm-5:00pm the day of the patient's death. The reporter inquired why the dexcom was not reading for a certain amount of time. She mentioned that she could see the alerts and it never alerted the patient that the sensor was off/not reading and did not alert her to hypoglycemia. When cgm readings returned, the value was reportedly "low", but she had reportedly already passed away by that point when she received that alert. The reporter inquired how long the patient had been in sensor error prior to the "low" cgm reading. The patient was noted to have attempted to treat herself with peanut butter. The patient's cause of death was believed to be hypoglycemia, although no autopsy was performed. The reporter alluded to using the follow app and stated that no one was alerted after the cgm reading was 100 mg/dl . The reporter noted that no one was alerted to the sensor error and also no one was alerted to the hypoglycemia. The reporter noted that she was not alerted until the cgm reading was 39 mg/dl and the patient had already passed away. The reporter noted an absence of an alert for 15 minutes when reviewing the patient's app. There was reportedly no further information since the caller wanted to check if the dexcom system could have recorded the sensor readings during the time frame. No product was provided for investigation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Data was provided for investigation. Signal loss over one hour was found in connection to the allegation. Confirmation of the complaint and the probable cause could not be determined via data.